Event description:
Reporter indicated that patient felt a vibrating sensation in their neck when laying down. The patient is also having difficulty swallowing. The patient reports that they feel like food is being caught in their throat and that it sometimes comes back up. Investigation to date has been unable to determine the severity of the reported event.